Event description:
A surgeon reports that a broken haptic forced the intraocular lens (iol) through the posterior capsule creating a break. Enlargement of the incision was required to accommodate removal of the iol. Additional information has been requested.